Event description:
It was reported to philips that the device required standard maintenance and repairs. During onsite service by a philips field service engineer (fse), it was identified that the display assembly was damaged. There was no reported patient involvement/adverse patient impact.